Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid 10mg/ml at 5.593mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The healthcare provider reported a motor stall was seen at initial interrogation. The patient did not recently have an MRI. There were no magnets or anything were near the pump. A motor stall occurred (B)(6) 2016 (11:25) a motor stall recovery on (B)(6) 2016 (00:12) and a motor stall occurred (B)(6) 2016. Per the healthcare provider the patient started hearing the alarms on (B)(6) 2016. The alarm went off every 20 minutes. The patient started feeling bad on (B)(6) 2016. The reported symptoms were bad case of the flu, nausea, chills, hot flashes, miserable and withdrawal. The healthcare provider thought they would be replacing the pump. On (B)(6) 2016, additional information received reported that the pump logs were read after the patient complained of symptoms of withdrawal x 2 days and heard the pump beeping every 20 minutes. Interventions reported were the operating room was scheduled for (B)(6) 2016 to replace the pump. The pump was decreased to minimum rate. The cause of the stalls were not determined. The stall had not been resolved. On (B)(6) 2106 additional information received from a company representative reported that the pump was replaced on (B)(6) 2016. Per this reporter when he interrogated the pump a motor stall recovery had occurred unsure of date. The telemetry logs also showed a motor stall occurred on (B)(6) 2015 at 10:02 and a motor stall recovery at 10:56 and on (B)(6) 2015 a motor stall at 10:03 and a motor stall recovery at 10:57.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.